Event description:
Fourth vitrectomy case proceeding w/o incident when md noted digital pressure readout had dropped from 30-8-0mmhg. Dial would not respond to changed increased turning. Technical support called w/o resolution. Red fluid noted in cannula from eye. Md disconnected tubing. Pt informed that machine stopped providing pressure. Pt's eye patched and shield applied. Rep from machine notified machine taken for investigation.